Manufacturer narrative:
(B)(4).

Event description:
It was reported that a accord tensioner was jammed during set up or inspection. There was no injury reported. There was no significant delays and the procedure was completed with a back up device.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection was conducted and confirmed that accord tensioner is jammed which caused it not function properly. This device exhibits signs of significant wear/usage. This device was manufactured in 2009. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.